Event description:
It was reported during a procedure on (B)(6) 2013; compression wire sheared off just above the olive, through the plate with a powertool and into the bone. It was also reported this was not done at an angle and the event occurred when wire was repositioned for the third time. The surgeon removed the wire with a pair of pliers and was discarded. Procedure was completed with another set of wires. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.